Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: the tip of the coupling screw broke off; the thread tip junction of the coupling screw broke off. This was discovered in sterile processing. There was no patient involvement. The returned coupling screw was confirmed to have the threaded tip sheared off with a small portion of the thread remaining and deformed. The broken tip portion was not returned. The complaint was confirmed. Replication of the complaint condition is not applicable. Dimensional inspection could not be performed as the broken tip piece was not returned and the returned portion is not dimensionally indicative of the broken portion. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined. It is likely that excess force and over 9 years of use has led to the complaint condition. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, as well as material and hardness, which would contribute to this complaint condition. No additional malfunctions were observed during investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part number: 338.31, synthes lot number: 5801059: supplier lot number: n/a, release to warehouse date: 12-jun-2008, expiration date: n/a, manufactured by synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the coupling screw broke off; the thread tip junction of the coupling screw broke off. This was discovered in sterile processing. There was no patient involvement. This report is for one (1) dhs®/dcs® coupling screw this is report 1 of 1 for complaint (B)(4).